Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-nov-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient arrived to the emergency room with cardiopulmonary resuscitation (CPR) in progress. The controller exhibited an unexpected power loss and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation complete. Product event summary: the vad and controller were not returned for evaluation. Review of the controller log files revealed two (2) controller power up events recorded on (B)(6) 2021 at 03:51:10 and at 05:48:31. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6)2021. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point logged since (B)(6) 2021 was logged at 03:51:43 on (B)(6) 2021, indicating that the power up event likely occurred during a controller exchange. The data point prior to the second loss of power revealed that a battery was connected to power port one (1) with 86% relative state of charge (rsoc) and another battery was connected to power port two (2) with 93% rsoc. The data point recorded after the second loss of power revealed that a battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 24 seconds. As a result, the reported controller loss of power event was confirmed. Additional information received from the site indicated that the patient was admitted to the emergency room with cardiopulmonary resuscitation (CPR) in progress and subsequently expired. Based on the available information, the most likely root cause of the first loss of power event can be attributed to a controller exchange. A possible root cause of the second loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.